Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for non-sustained episodes and short v-v intervals. A few minutes later, the patient received an inappropriate shock. It was thought that the oversensing was due to cautery during surgery. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.